Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pocket erosion accompanied by sepsis and (B)(6) for (B)(6). The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.